Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely as the estimated longevity remaining decreased from 9 years to 4 years over the course of 7 months. A request was made to have data from this device analyzed. Data analysis has not yet been completed as the device data has not been provided at this time. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.